Manufacturer narrative:
Correction made to f10/h6: health effect - impact codes: f26 (previously submitted as f27). Additional information was added to h3, h6 & h11. H11: two (2) actual devices were received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed for one (1) sample. Leak, clear passage, and clamp function testing were performed, and no issues were observed on both samples. Hand twist test was performed and the female connector did not separate from main body on the second sample. The reported condition was verified for one (1) sample and was not verified for the second sample. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of two (2) units of minicap transfer set. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.